Manufacturer narrative:
The reported event was confirmed. Analysis of the pcu event log shows magnesium sulfate was programmed on (B)(6) 2015 at 7:28pm using a custom concentration of 4 gram / 450ml or 0.009gram/ml to infuse at 400ml/h with a vtbi of 500ml. The reported intended concentration was 20 gram / 500ml or 0.04 gram/ml. The device was placed in a paused state. A bolus infusion was then programmed, for a dose of 4 grams and the duration at a default of 30 minutes, for which the system calculated the rate at approximately 876mll/hr. The bolus was started at 07:28pm and ran until 7:53pm, when it was manually stopped. The recorded volume infused was 355.35mll . Stopping of the bolus initiated a transition to the programmed primary infusion rate of 400mll/hr with a remaining vtbi at of 144.65mll. Within a few seconds the rate was decreased to 200mll/hr, and just over a minute later the module was turned off. The additional volume infused for the primary infusion after the bolus was stopped was 5.271mll. At 8:00pm the pump module was reprogrammed with the same drug selection but the concentration entered was 20 gram/500mll. The primary infusion dose was entered as 1 gram/hr, which calculated the rate at 25mll/hr. A vtbi of 200mll was entered and the infusion started. The module alarmed for occlusion patient side twice within a minute following the start of the infusion, and the infusion was restarted after each alarm. 34 minutes later the infusion was paused; the volume infused was 13.766mll. The device was turned off at 8:15pm. The root cause of the overinfusion is attributed to user programming. No devices were returned for investigation, however no device malfunction is believed to have occurred.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that a patient in labor was to receive a 4gram bolus (100 ml) of magnesium (20 gram/500 ml (0.04 gram/ml) over 15 minutes. It was described by nursing that the patient received a large volume of the 500 ml bag over a very short amount time. The patient experienced nausea and flushing and required furosemide and calcium chloride to reverse the effects of the magnesium. The nursing staff claimed the pump settings were incorrect and 400 ml was set to be infused. The pump was quarantined and reviewed by pharmacy and clinical coordinator on the unit. The error could not be reproduced using the programmed concentration available for selection. Although the pump passed biomed inspection, the pump was placed 'out of service'.